Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3550-01, lot# l54628, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: accessory. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# l66851, implanted: (B)(6) 1999, product type: lead. Product ID: 3998, lot# l66851, implanted: (B)(6) 1999, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that there were impedance readings of greater than 4,000 ohms on some of the bipolar pairs. The manufacturer representative (rep) was seeing a patient for implantable neurostimulator (ins) replacement. [Reference manufacturing report #3004209178-2014-18389 for replacement of old ins] the stimulation was working fine for the patient and they didn¿t suspect any issue with the leads. The cause of the impedance issue was unknown. During the ins replacement the impedance issue was identified. The rep was told it was common to have impedance out at the settings the patient had. After the replacement, the impedance issue was still occurring. The next step was to look into the leads and extension to determine if they were the cause of the issue they were going to work on finding out the next steps in this plan the day of the report. The rep had not met with the patient since the replacement surgery. Further information regarding the cause of event and actions taken to resolve have been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not receiving stimulation. The patient was not sure if they wanted to get a revision to determine if the lead or extension was the issue. The manufacturer representative had no other information.